Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect total psa, list 7k70, that has a similar product distributed in the us, list 6c06.

Event description:
The customer observed falsely elevated total psa results on the architect i2000sr analyzer. The following data was provided: patient 1 ((B)(6) year old male) initial 0.2, repeat 0.9, 0.2. Patient 2 ((B)(6) year old male) initial 3, repeats 7, 4. No free psa results were provided. No further diagnosis or details were provided. There was no impact to patient management reported.